Event description:
A customer reported that the infusion could not work during a vitreoretina procedure. Another pack was opened and the product was replaced. The procedure was completed without consequences to the pt. Additional info has been requested for this report. No new info has been received. A product sample was requested and it is awaiting eval at the manufacturing site.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).